Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the guidewire was unraveled, the guidewire was stuck in the lead and the lead appeared damaged at implant. The analyst noted that it appears the conductors were distorted while the guidewire was inserted. This prevented the guidewire from being easily removed from the lead.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the guidewire was unraveled, the guidewire was stuck in the lead and the lead appeared damaged at implant. The analyst noted that it appears the conductors were distorted while the guidewire was inserted. This prevented the guidewire from being easily removed from the lead.

Event description:
It was reported that at implant attempt the guidewire became stuck within the left ventricular lead. The wire was pulled out of the lead, but it was damaged and some fragments remained within the lead lumen. The lead was removed and returned. No patient complications have been reported as a result of this event.